Manufacturer narrative:
Follow-up #1 date of submission 10/27/2015-product analysis: the device was returned and evaluated by product analysis on (B)(4) 2015 with the following findings: a battery compartment crack was observed. Moisture was observed behind the display lens. Moisture was observed on the pump¿s internal components. Leak testing failed to reveal a battery compartment leak. Unrelated to the complaint, a pump case crack was observed; leak testing revealed a pump case leak.

Manufacturer narrative:
The pump has been returned to animas. Evaluation has not yet been completed. When evaluation is completed, a supplemental report will be filed. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. No conclusion can be made at this time.

Event description:
On (B)(6) 2015, the reporter contacted animas, alleging a casing/condition (case damage w/moisture) issue. It was reported that the battery compartment was damaged; in addition, it was reported that there was evidence of moisture or corrosion in the pump. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.